Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cardiac injuries. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 11/19/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. Pil powered on the device and initiated therapy verifying airflow. Review of the device log showed: errors logged: 0 errors were logged. Blower hours: 3272.6 hours were logged. Therapy hours: 3250.4 hours were logged. Compliance rate (percent of days with usage >= 4 hours): 4.4%. Device humidification setting: set at 2. Tube temperature setting: set at 3. Please see pqa-2105872 for photos and logs. Evidence of sound abatement foam degradation/breakdown was not observed. Section g3 and h6 have been updated in this follow up report.